Event description:
The nurse stated the siderail will not stay up. No injuries.

Manufacturer narrative:
The technician found the siderail latch mechanism was sticky do to fluid spills allowed to dry on latch mechanism. He cleaned and duplicated the siderail latch mechanism to repair the bed.